Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis : analysis could not confirm cracked display. Programmer will not power up. Replaced power supply using salvage part. System fan is noisy. Replaced system fan. Display hinge cover bullets missing. Replaced bullets. Both replacement handles cracked. Replaced handles. Printed circuit board cia eject button is broken. Replaced button using salvaged part. Reconfigured hard drive, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was smoking and the screen was cracked. The programmer was returned for service. No patient complications have been reported as a result of this event.